Event description:
It was reported via legal documentation that approximately 6 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, significant pain and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss, mental and emotional distress. No revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 208-22-18 - cc tibial insert sz 2, 18mm; (B)(6) - 208-01-02 - cc femoral sz 2; (B)(6) - 208-09-05 - cc stem ext adaptor 5 degree; (B)(6) - 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t; (B)(6) - 204-36-08 - stem extension 80l x16 mm; (B)(6) - 204-36-12 - stem extension w/slot 120l x16 mm; (B)(6) - 204-62-88 - tibial augment block 1/2-sz 2 11mm rllm; (B)(6) - 204-62-89 - tibial augment block 1/2-sz 2 11mm llrm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03639. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.